Event description:
It was reported that during a device follow-up visit the patient complained of shortness of breath and of occasional dizziness. Device interrogation revealed the right atrial (ra) pacing lead had no capture, showed high impedance readings, and was oversensing noise during minimal left arm movement by the patient. The device was reprogrammed and settings were adjusted to obtain normal readings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pulse generator, (B)(6) 2004; 4068-58 implantable pacing lead, (B)(6) 2004. (B)(4).